Event description:
Sdc aligners were not fitting and were causing tmj problems. The only help I am getting is to keep going it will get better. Well it hasn't. My teeth have not straightened and I have no bite. It is hard to chew as my jaw hurts. I have gotten 2 sets of aligners but there is no difference. This online orthodontist is a scam and I am angry I fell for it. This dentist must stop. I am going to see a real orthodontist in person as something has to be done to correct this mess. FDA safety report ID# (B)(4).